Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and technical support instructed the customer to call back for troubleshooting if the issue reoccurs.